Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis (fa) has completed their investigation on the vio integrated electro surgical generator unit (iesu). Fa was able to confirm the issue via log review. Error c-34 and c-00 were able to be reproduced when the unit was placed on an in-house system and was run in normal mode. Upon visual inspection, the unit appeared to be in good condition.

Event description:
It was reported that during a da vinci-assisted ventral hernia tar surgical procedure, the surgeon called to report they were having repeated "c-34" errors whenever they tried to apply monopolar energy. Intuitive surgical, inc. (Isi) technical support engineer (tse) has reviewed the error logs and found several "c-34" instances. The tse guided the customer to power cycle the erbe and to try a different monopolar port; however, the issue persisted. The tse advised the customer to use an external electrosurgical unit (esu) to continue with the procedure as they needed the monopolar energy and that the vision side cart (vsc) is compatible with forcetriad model and activation cable. The customer was planning to look for a forcetriad. There was no report of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting an error c-34, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi has received the part; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.